Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the sharp penetration? The surgical resident tried to clean his hands and continue to finish what he was doing at the moment. Was medical or surgical intervention required? No, medical or surgical intervention. The resident did not go to employee health to be checked. Was there any special diagnostic test performed? None. What is the status of the surgical resident injury today? He is doing okay. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, just the usual hold and press. Was the ampoule crushed repeatedly? No. Can you identify the product code of the product that was used? Ref#dnx12 can you identify the lot number of the product that was used? Lot#tbbbje no product available for return. H3 evaluation: no product returned. This is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show a dermabond, the ampoule is broken, out of its original packaging. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic prostate surgery on an unknown date in 2023 and topical skin adhesive was used. The surgical resident was doing the closing and applying adhesive on the patient, when he cracked the ampoule the clear lining went through out and pierce the surgical resident¿s finger. No product will be returned. No patient harm was reported. Additional information has been requested.